Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "irregular contours", rupture, volume increase and calcifications.

Event description:
Healthcare professional reported "irregular contours", rupture, volume increase and calcifications on right side. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particles on the surface of the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.